Manufacturer narrative:
Two of two related MDR 3004193489-2015-00148. Test strip lot # 1020215082 expiration date: 3/2017. Only one (1) ts will be returned. Control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips.

Event description:
Note: the sequence of events reported by the consumer does not align with the date details provided. The specific date of the incident in question is unknown. The consumer called stated "...he received two meters from ccs medical that gave him high results that caused him to go to (B)(6) hospital on approx. (B)(6) 2015...." During the call to customer support, it was revealed that the consumer did perform a control solution test for integrity before use their initial test strips as instructed in our directions for use; however, consumer used competitor's control solution. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. According to the consumer, his doctor discarded the meter in question as well as another meter and provided the consumer with two other nova max link meters which are not involved in this reported event. The consumer could not recall the timeline for the day in question or his results. Consumer could only recall waking up around 7 am on the day in question and his wife taking him to the hospital by 7:30 am because he "was out of it". Consumer stated he did treat himself with 30 units of extra insulin due to the high bg readings he got from one of the meters. Consumer went to (B)(6), at the hospital he was given orange juice and monitored for an unk amount of time, then was released. Consumer stated at the hospital his doctor gave him two other nml meters.

Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the glucose meter nor the test strips in question. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.